Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition was confirmed during device evaluation. The cause was identified as a dirty safety/slide clamp assembly. The safety/slide clamp assembly was cleaned to resolve the reported condition. Additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a 9 failure code. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.